Manufacturer narrative:
The customer and their lab personnel were trained on the operation of the (B)(4) and printing functions on (B)(4) 2013. The user manual that the customer has on site contains the instruction that require the user to verify the patient results prior to printing. Ts confirmed proper performance of the software and the user manual instructions with the customer over the phone on (B)(4) 2013. Technical support reminded/ retrained the customer about the proper steps described in the user manual that needs to be followed for printing the patient results from (B)(4). The customers are trained on the operation and use of the (B)(4) by a horiba medical representative. The instruction for printing the patient results from (B)(4) is provided in the (B)(4). Sections 5.1.1 of the (B)(4) user manual describes steps for verifying and accepting the results before printing patient results from (B)(4).

Event description:
Customer reported to horiba medical (horiba) that the (B)(4) has "bizarre behavior". Horiba technical support (ts) called the customer and found that the lab tech was printing the patient results from the (B)(4) data manager system in an incorrect way. The lab tech selected the patient name from the list in the (B)(4) data manager and printed a report of her results before actually accepting/ verifying the patient results. The lab tech then realized that the printed result was for a different patient so she assigned the result to another patient and printed another report without accepting/ verifying the results in the (B)(4). She did this twice on that day. The reports were handed to the physician and the physician noticed that the results were assigned to the wrong patient and caught the error before treating the patient. Technical support explained the proper steps for first accepting and then printing patient results from (B)(4) to the physician and the lab tech. There was no report of any adverse event or injury requiring medical intervention or patient treatment.